Event description:
It is alleged that after a day in situ, the tracheostomy tube broke at the base of the flange requiring an emergent replacement. No further incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.